Event description:
It was reported that a um201 was used during a adhesioloysis. It was reported by the affiliate that the balloon broke when the surgeon put the saline. A new instrument was used to complete the case. There was no consequence to the pt. 9/9/98 message from affiliate. The pieces of balloon did not fall into the pt.